Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On december 30, 2020 mentor became aware that it erroneously submitted the incorrect values in h3 (3. Device evaluated by manufacturer?) And h6 (6. Type of investigation). The correct values have been updated in this report. Additionally the following statement submitted was incorrect: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The correct statement is as follows: the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient who had a 295cc mentor memorygel breast implant placed experienced right sided baker grade iii capsular contracture post procedure. The capsular contracture was accompanied by a shape deformity and tightness. As a result an explant was performed on (B)(6) 2020.